Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported the infusion set had a "hole" in the tubing itself located near the luer connection. The insulin was leaking from the infusion tubing and the patient experienced elevated blood glucose levels. No adverse event reported. Return of the suspect device was requested for evaluation.